Event description:
It was reported that placement of the proglide sutures using two proglide devices were attempted in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 14fr sheath. Reportedly, when the physician attempted to harvest the suture limb, he was able to pull the entire suture out of the device but found the knot would not move. A second proglide was used with the same results. The device was removed and another proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition could not confirm the reported knot lock as the knot was properly formed and advanced. Inspection of the returned device revealed that needle deployment and suture retrieval were all successful as intended. However, the suture loop remained in the suture bearing which resulted in the whole suture containing the knot being removed along with the device. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the other perclose proglide device is being filed under a separate medwatch MFR number.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.